Event description:
It was reported that revision surgery was performed due to night pain, functional impairment and and restricted range of movement.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a colon procedure, there was a damaged cartridge. Just after taking the device out of the packaging, the surgeon tried to remove the staple retainer but it was removed with difficulty. Finally, the whole cartridge came out with the retainer. After reloading the stapler with a new cartridge, it wouldn't staple. A new stapler was used successfully. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual condition and with one reload present. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The returned reload was pulled out of the device and placed back on and did not fall out. The device was tested for functionality with the returned reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. The retaining cap was not returned. A batch record review was performed and no anomalies were found during the manufacturing process.